Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as nausea and pins sticking on her sensation. Customer high blood glucose levels treated with manual injections. Customer's blood glucose value was 410 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional by leaving a voice mail. Customer reported she has a new pump and while going through the settings she mentions high blood glucose levels. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but found champagne size air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.